Event description:
Caller reports that during a correlation study, the following coaguchek xs unit k/coaguchek xs unit c results were obtained: 1: 2.9 inr/4.2 inr, 2: 2.1 inr/3.5 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in unit c (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in unit k.